Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has not been returned to the manufacturer to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon detached from the catheter shaft while being withdrawn through the 7f introducer sheath. Reportedly, after successful treatment, the physician was removing the pta balloon dilatation catheter from the sheath when the pta balloon completely detached from the catheter. The introducer sheath was removed and it was observed that the pta balloon remained entirely inside the sheath. No patient injury.